Event description:
The customer are returnning their unit to elsg for service. The pistol dosen't cut and customer cannot do the samplings. Module operates, because the power comes, the aspiration, too. No durther information is available and there was no reported pt consequence.